Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure of rubber missing from tip and seam was confirmed. Based on the results of the investigation a possible cause could include degradation as a cracked bending rubber glue was found. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end of the cysto-nephro videoscope had missing rubber. The event occurred during reprocessing. There were no reports of patient involvement.